Event description:
The customer reported that the insulin pump was exposed to moisture, and the device had a blank display. The customer stated that she went into the ocean while wearing the insulin pump and water underneath the display was observed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.